Event description:
Device migrated from its original position on two occasions. Patient has previously undergone revision surgery due to migration of the generator approximately six months prior. The treating surgeon reportedly does not suture the generator to the fascia. The patient reported that she was assaulted, causing device migration previously. Treating neurologist is not aware of the patient's complaints of repeated device migration approximately six months after revision surgery as the patient has not contacted his office for an appointment recently.